Manufacturer narrative:
D.4 serial and primary UDI number are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp for mechanical circulatory support. It was reported that after removing the peel-away and advancing the repositioning sheath, oozing was noted from impella insertion site. Pre-close sutures were tightened down, forward tension sutures applied, and dressing applied with angle matching. The oozing seemed to improve but on arrival to the cardiac care unit, the oozing persists. Heparin was withheld until the impella cp was weaned and explanted the following day.